Event description:
The following medical condition was reported: the pt had a catheter revision this past spring, and since then has had pain at the pump site and serous fluid accumulation. Fluid was drained from around the pump and did not show that the pt had an infection. The reporter believed that another revision was going to occur in the future. Additional information has been requested, a follow-up report will be sent if additional information becomes available.